Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone to report that the insulin pump is always alarming with pump error 68, 49 and 23 even after a battery change. The insulin pump is returning.

Manufacturer narrative:
Pump passed the self test and displacement test. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, pump error 49, or pump error 68 alarms were noted. Pump tested ok. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.